Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in tubing chamber and also alleged nausea. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused hospitalzed for a bacterial infection. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Sections b1, b2, h1 and h6 were updated in this report.

Manufacturer narrative:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information on (B)(6) 2022 alleging hospitalized for bacterial infection related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code, health effect - impact code have been added on h6 section. Section b1, b3, g3, h1, h2, h3 and h6 updated/ corrected.